Event description:
Percutaneous coronary intervention (cardiac stent) scheduled and performed on pt by doctor. During the procedure, angiomax (bivalirudin) was administered per orders for anticoagulation purposes. However, at the end of the procedure, doctor attempted to use perclose proglide device to close the right femoral arterial puncture site during sheath removal with the abbot rep. Observing the attempt. He immediately stated "that didn't sound right" and reported inability to proceed/complete device deployment and simultaneous inability to remove device. Despite several different maneuvers at abbot rep. Suggestion, device remained imbedded in right groin site. Angiomax drip was discontinued and manual pressure was held by scrub tech and physician. Another doctor was contacted for stat consult. Upon evaluation of the situation, other doctor made the decision to perform cutdown immediately to remove the device and that it would be done in the cath lab suite with assist of the operating room. Surgery was immediately contacted and personnel arrived to circulate and scrub the case (total of 1 scrub tech, 1 first assist, and 1 circulator who made repeated trips back to the operating room for supplies). Use was made of equipment from the ep lab as well (bovie, neptune suction, and overhead lamp). The procedure was performed under IV sedation administered by the cath lab circulator, who also monitored the pt's hemodynamic status and airway throughout the surgical event as well as circulating for supplies. Eventually, third doctor brought in to assist 2nd doctor. The device was subsequently retrieved, successfully removed, and the arterial site repaired and closed. The patient was transferred to an ICU room for monitoring. Estimated blood loss was slightly >250ml. The perclose proglide device was found to have "come apart" in 2 pieces; both pieces was successfully retrieved and removed. The perclose proglide device places a permanent suture closure at the procedure site as the sheath is withdrawn from the artery; the suture is permanent and not dissolvable but the delivery device is withdrawn/disposable. FDA safety report ID# (B)(4).